Event description:
It was reported that the customer experienced a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which successfully resolved the issue, and was advised to continue using the pump while monitoring for any recurring malfunction codes, with instructions to contact support again if needed.